Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the clotting to problems with the pt's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Arterial pressure and air alarms occurred during a routine hemodialysis treatment. The operator observed a darkening of the pt's blood and did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.